Event description:
It was reported that during a surgical procedure at the user facility, the drill was overheating. Back-up equipment was used to complete the procedure. No delay, no adverse consequences and no medical intervention were reported.

Manufacturer narrative:
During the device eval, damaged components were found within the device, including the lower driveshaft bearings, which is probable cause of the reported overheating. The drill will not be returned to the user facility, since it is a loaner device.